Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported the left side breast is feeling "firm and looks abnormal due to capsular contracture," baker grade iii. No indication treatment or surgical reoperation has occurred. Healthcare professional later reported via nbir. Device has been explanted and replaced.